Manufacturer narrative:
They were unable to prime during prime/compromised force sensor system alarm test due to a faulty force sensor resistor. The insulin pump passed basic occlusion and displacement test. No motor error alarms were noted. They were unable to confirm excessive no delivery alarms due to prime anomaly. The pump was monitored. All operating currents tested within the specification range. There were no failed battery test alarms noted. The insulin pump had a cap sticker noted during visual inspection. They were unable to perform the excessive no delivery alarm test and occlusion test due to the prime anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer's blood glucose was 347 mg/dl. Customer stated that he took a manual injection. Troubleshooting was performed and customer stated that the insulin did exit the tubing. Customer's blood glucose went down to 329 mg/dl at the end of the call. Customer called again and stated that there are scratches on the lcd screen of the pump because of the change in his pocket. Customer's blood glucose was 229 mg/dl at the time. Customer will be sent a replacement pump. After receiving the replacement pump, customer called and stated that they had blood glucose of 400 mg/dl at 3 am this morning. Customer also had bad battery, off no power, and no delivery alarms. Customer's recent blood glucose was 273 mg/dl. Customer stated that the pump may have been exposed to an x-ray years ago. Customer stated that the bent cannulas do not occur often. Customer stated that he was able to rewind the pump.